Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, there was a visible scratch on the central portion of the optic. The surgeon decided to remove the iol and replace with a new lens loaded by a more experienced technician with a new cartridge. The second lens also was implanted with a scratch on the outside of the optic. The surgeon decided to leave the second iol implanted. The only constant in the process the cartridge. Additional information has been requested. There are two medical device reports associated with the event. This report is for the first cartridge that scratched the first lens in the same procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens and an unspecified handpiece. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for use with this cartridge. The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated is not qualified for the lens/cartridge combination used. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: two cartridges were returned loose in an opened cartridge pouch lot#32575182. These samples are for the manufacturer internal reference numbers (B)(4). It cannot be determined which cartridge goes to each file. The evaluations will be placed in both records. The two returned cartridges were evaluated. The cartridges were numbered #1 and #2. Both cartridges exhibited inadequate viscoelastic. Both cartridges had evidence of being placed into a handpiece. Cartridge #1: the nozzle has an aneurysm behind the parting line which leads into the split on the right side of the tip. Cartridge #2: the nozzle is cracked behind the parting line which leads into the split on the right side of the tip. Both cartridges were cleaned for further evaluation. The cartridge product history records were reviewed and the documentation indicated the product met release criteria. Top coat dye stain testing was conducted with acceptable results. The returned lens portions were evaluated. Scratches, cracks and cuts typical of a removal were observed. The lens was indicated to be a qualified diopter for use with this cartridge. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported scratch on the central portion of the optic may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in both returned cartridges. The dfu instructs to fill the cartridge with viscoelastic before loading the lens the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the facility used the same handpiece for both cases and that the facility does not think it is the cartridges because they have all been different lots.